Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Company rep reported, patient presented via ER with a peri acetabular fracture sustained from a fall. Stem stayed, 52mm cup removed, along with alumina liner and femoral head. New cup placed, screws and modular dual mobility liner with subsequent insert, sleeve for stem, and biolox head.